Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test, excessive no delivery test and displacement test. No unexpected motor noise anomalies were noted during rewind. No unexpected pump loosing setting anomaly noted. The insulin pump was received with cracked battery tube threads, scratched lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experiencing high blood glucose. The blood glucose at the time of the incident was 400 mg/dl. The customer they are having issues with the pump. He states they have been experiencing high blood glucose and the settings disappearing. The customer did not experiencing symptoms. The customer did contact their healthcare professional and does have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The device will not be returned for analysis.